Manufacturer narrative:
Immucor technical support interviewed the customer site on (B)(4) 2019 about the manual test tube testing. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested with test tubes, when tested on (B)(6) 2019.